Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion l4-l5, l5-s1 using local auto bone graft, as well as rhbmp-2/acs. As a result of this surgery, patient's condition and pain have worsened. Patient has developed physical and emotional pain, continues to receive medical care, and can no longer participate in many of the regular activities she once enjoyed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.